Event description:
The hcp reported that, the pt was experiencing increased spasticity and unexplained fever. Prior to this, the pt had been experiencing great relief with the pump. The hcp increased their intrathecal dose of the compounded baclofen from 800mcg/day to 925mcg/ml with no improvement. A follow up report will be sent when additional info is received.